Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium, was being used during a robotic hysterectomy with bso on (B)(6) 2022 when it was reported ¿I am being told that the handle has been breaking off during the procedure which then makes it really difficult to move the uterus around.¿. Follow up questioning found that what was considered as ¿broken¿ was that the handle would spin freely. This occurred during the manipulation of the uterus, approximately 10-15 minutes after the device was placed. The amount of delay time is not known; however, the procedure was completed and there was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium, was being used during a robotic hysterectomy with bso on (B)(6) 2022 when it was reported ¿I am being told that the handle has been breaking off during the procedure which then makes it really difficult to move the uterus around.¿. Follow up questioning found that what was considered as ¿broken¿ was that the handle would spin freely. This occurred during the manipulation of the uterus, approximately 10-15 minutes after the device was placed. The amount of delay time is not known; however, the procedure was completed and there was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There have been 6 complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 58 complaints, regarding 71 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium, was being used during a robotic hysterectomy with bso on (B)(6) 2022 when it was reported ¿I am being told that the handle has been breaking off during the procedure which then makes it really difficult to move the uterus around.¿. Follow up questioning found that what was considered as ¿broken¿ was that the handle would spin freely. This occurred during the manipulation of the uterus, approximately 10-15 minutes after the device was placed. The amount of delay time is not known; however, the procedure was completed and there was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.